Event description:
Customer called reporting bleeding at the site every time she inserts a sensor. Customer's blood glucose was 136 mg/dl. Customer stated that when she inserts sensors, the entire clear part fills up with blood. She was advised to apply pressure for three minutes, and to remove if the bleeding persists. She is unable to tell when it stops. She said this is a new issue where every single time there is bleeding at the insertion site. She uses the pooch area, but the site still actively bleeds. She inserts in the abdomen area. The sensors were not pulled or tugged after insertion. Sensors are away from restrictive clothing. Customer uses proper insertion method. She feels pain during insertion, but it goes away afterwards. Customer was advised to review insertion methods with her doctor. Nothing further provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.